Event description:
It was reported that the patient experienced increase in recharge frequency. Eventually, the ipg became inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Therapy date is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of recharge burden/frequent charging was not confirmed. The returned ipg was fully recharged and passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported event.